Manufacturer narrative:
Correction: d10 additional information: e1.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Shock was attributed to intermittent under sensing of a supraventricular tachycardia with rapid ventricular rate. Further information was requested but not received.